Event description:
It was reported that during a review of the recorded episodes on this pacemaker, it was noted that there was noise oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels. Technical services (ts) noted that the noise could be related to electromagnetic interference (emi). No adverse patient effects were reported. This system remains in service.